Manufacturer narrative:
The reported guide wire was received for analysis. A visual examination confirmed that the wire was fractured in the region of the spring tip. The spring tip wire fragment was also received for analysis. Scanning electron microscopy was performed and identified rotational damage on the spring tip coil. This observation is consistent with the spinning oad driveshaft coming into contact with the guide wire spring tip, which may have led to the spring tip dislodgement and distal core fracture. The instructions for use for the reported device states "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the device analysis investigation, the reported guide wire detachment was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the guide wire appeared to be separated. The target lesion was 95% stenosed and located in the proximal and mid left anterior descending artery. The lesion was treated with three passes of the oad on low speed. Following treatment, the oad was retracted and the guide wire was noted to move backwards with the device. The wire was unable to be re-advanced through the anatomy, therefore the device was operated again at the current location. The crown was observed to operate closely to the tip of the guide wire, and upon removal of the oad and guide wire, the tip of the wire was noted to be detached and removed with the device. The patient was in stable condition following the procedure.